Manufacturer narrative:
All information reasonably known as of 24-oct-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Additional information received 18-oct-2019 stated cortrak tracings indicate the tube was placed between 12:01pm and 12:04pm on (B)(6) 2019 on monitor (B)(4).

Manufacturer narrative:
Patient in "critical condition" the sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 27-sep-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). The device was not returned.

Event description:
It was reported a lung placement occurred. Additional information received 12-sep-2019 stated the device was placed in the left lung. The user facility records indicate that the feeding tube was placed at 9am on (B)(6) 2019 and confirmed by x-ray. On (B)(6) 2019 following a routine chest x-ray it was noted that the feeding tube was in the left lung, the tube was removed. The patient had a right chest tube placed on (B)(6) 2019, it was removed and the placed again, the patient also had a media stinal chest tube placed two times, none of these chest tubes were placed due to the mal positioned feeding tube in the left lung. The patient is currently in critical condition in the intensive care unit (ICU). The patient who was critically ill was and in ICU and had a left ventricular assist device (lvad) the cortrak operator communicated with the ordering physician that due to the electromagnetic interference from the lvad they did not recommend placing the tube using the cortrak. The physician insisted that they at least give it a try with the cortrak which they did. No additional information was provided.

Manufacturer narrative:
The device history record for the reported lot number, 1308014, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 15-jan-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.